Event description:
It was reported that a purge cassette was leaking causing the purge pressure to be low. The purge cassette was exchanged to resolve the issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D9: updated devices return information.